Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pocket erosion. The patient was placed on antibiotics for 14 days and after those 14 days, the pocket was revised and cultures were taken. The cultures came back negative for infection. Additionally, upon pocket opening, the leads were found to be knotted up in the pocket. The patient was believed to have twiddler's syndrome. A new crt-d was placed and all the leads were left in the system. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.